Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that infusion set tube was leaking from site within 2 hours of use. Infusion set was placed in back of arm. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1937034- MDR 3003442380-2024-14169- device 1 of 3.